Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was stated that the patient was implanted the day prior to the report. The patient turned their stimulation off when they went to bed, and when they turned it back on, they could not feel stimulation. The patient¿s programmer showed that the stimulation was on. The patient tried to increase the stimulation to their upper limit, but still felt nothing. It was noted that the patient did not have the ability to change stimulation. The patient was to follow up with their healthcare provider. Indication for use is unknown. Information was then received form a manufacturing representative on behalf of the patient. It was reported that 4-5 days after the patient¿s battery replacement on (B)(6) 2016, the patient¿s device stopped working. It was noted that impedances were tested intra-op, and all were within normal range. The patient was scheduled for more troubleshooting on (B)(6) 2016.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3487a, implanted: (B)(6) 1996, product type: lead. Product ID 3487a, lot# l30459, implanted: (B)(6) 1992, product type: lead.

Event description:
Additional information received from the consumer on (B)(6) 2017 reported that the leads wires were (B)(6) and did not showed signs of replacing at the surgery for the battery change out. It was reported that the wires were not working so a replacement surgery was scheduled to correct them in (B)(6). The inability to feel stimulation was not yet resolved. The patient reported that they the manufacturer was helpful but they could not wait for the wire replacement surgery in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.